Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75 year old male was treated for an acute myocardial infarction with cardiogenic shock. An impella cp was placed and the patient transferred to the intensive care ward on support. Due to a small ventricular cavity, the pump was noted to be slightly shallow. Intermittent "impella in aorta" alarms were noted but found to be inaccurate, false alarm, confirmed by echocardiography. After two days of support, the impella cp was successfully weaned and removed. The pump was removed in the operation theater by surgical cut-down. During impella cp support the patient experienced a false alarm. Intermittent inaccurate "impella in aorta" alarms while completing echo imaging. There was no patient consequence. This is considered a reportable malfunction